Event description:
It was further reported that the rv lead exhibited rising thresholds.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo, and developed cosmetic (mio) metal ion oxidation while in vivo.

Event description:
It was reported that the atrial lead exhibited low impedances, and the right ventricular (rv) lead exhibited decreasing impedances. The leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-52 lead implanted: 1999-(B)(6). (B)(4)